Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oaz, there was the possibility that this phenomenon was attributed to the followings. - the camera cable was twisted due to the user handling. - the communication failure with the video processor occurred due to temporary adhesion of the foreign material on the electrical contacts of the subject device. Olympus stated the appropriate handling of ch-s200-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s200-xz-ea.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a diagnostic procedure, it was found that the endoscopic image was not displayed when plugged in. The user replaced the subject device to another device and completed the intended procedure. There was no report of patient injury associated with the event.